Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2010. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, and dyspareunia. The patient underwent mesh revision on (B)(6) 2010 due to erosion and mesh exposure. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was used. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information provided at this time is.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). I was reported that following insertion the patient experienced vaginal or bladder infection, urinary incontinence and urinary retention.

Event description:
Details: I was reported that following insertion the patient experienced vaginal or bladder infection, urinary incontinence and urinary retention.